Event description:
Boston scientific received info that this attempted dextrus lead was removed due to varying thresholds. The lead appeared to be fixed in atrial appendage with no dislodgement evident under fluoroscopy. A new lead was successfully implanted. No adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this event will be updated. Implant, explant and event dates were not made available.